Event description:
It has been reported to philips that the tempus pro measured blood pressure 90/50, second measurement with minimum measured difference, then manually 160/100, the cuff was attached correctly, with no visible damage, the patient was calm, on the bed, manually measuring performed under same conditions within about 3 min.